Event description:
Received a report of flow rate irregularities with flow regulator. Customer stated they noticed the packaging had changed and then noticed the flow rate irregularities. They tested an old set and a new set side by side by setting the dials at 200ml/hr and found the new set delivered twice the rate. There was no report of pt harm or medical intervention. Customer stated that no further pt or event information is available.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation is complete.